Event description:
It was reported that there was an atrial lead warning for low impedance, noise and atrial undersensing of atrial flutter. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.